Manufacturer narrative:
The passive planer probe was returned and it was noted that when the markers were attached and fully seated, the returned probe displayed a high geometry error but normal divot error. The support arm for marker #5 is slightly bent causing the high geometry error.

Event description:
Medtronic received information regarding a navigation instrument that was used outside of procedure. It was reported that while setting up for a procedure, the scrub tech was having difficulties verifying the probe. Site decided to open a new tray. Manufacturer representative performed troubleshooting, tested the probe, changed out the spheres, and was unable to get the geometry error lower than 0.6. No patient present.